Event description:
Per independent repair center statement, the customer stated problem: low o2 or yellow light. Problem confirmed: yes. Key failure: hose clamp leaks. Additional malfunctions: o2 outlet broken, pm kit dirty.